Event description:
It was reported to covidien on (B)(6) 2014, that a customer had an issue with a dialysis catheter. The customer states that there was cuff in growth issue with the catheter. As a result, the customer indicates there was a leak at the cuff. The catheter was implanted for 1.5 years. The clinician pulled and replaced the device with a new one on (B)(6) 2014. The patient recovered without further issues.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
.

Event description:
The product sample returned consisted of one palindrome sapphire 28/45kt vt catheter. During visual inspection, a hole could be appreciated on the cuff area. Cuff is missing from the catheter. During underwater test (functional test), bubbles were detected coming out from lumen which corresponds to the arterial extension. The lumen related to the venous extension did not show bubbles during the test. It is suspected that the catheter was damaged with a sharp object, since the puncture is just at the border where the cuff was placed. The sample evaluation, suggests that more likely the customer tried to manipulate the device in this area, and then it was damaged. The possible causes were identified. No lot number was provided, therefore, it is not possible to perform a DHR review. This defect has been confirmed. With the available information, the most probable root cause could be considered as misuse (leak could be caused due to a sharp object). No additional actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. Per procedure, manufacturing performs 100% leak testing at the final stage of production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.